Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a no delivery alarm from her insulin pump. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The customer was unable to complete a manual prime until she changed the reservoir. The customer was advised that the reservoir was occluded. The product is being returned. Nothing further was reported.